Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a battery out limit alarm on her insulin pump. The customer also stated their act button was not responsive and therefore they could not clear the alarm. Customer also stated every 15 minutes their insulin pump would vibrate. Customer's blood glucose was 178 mg/dl. The customer also reported a button error alarm. There was no significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. Unable to verify the battery out limit alarm or test for operating currents due to no button response. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and a broken belt clip slot.